Event description:
It was reported the device was explanted and replaced after approximately 48 months of use due to premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) longevity testing determined the device was not at eri (elective replacement indicator). Analysis of the battery indicated it was not depleted. The incorrect rtt (real time telemetry) battery voltage measurements are the result of high internal battery resistance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.